Event description:
The suspect generator was received but analysis has not been completed to date. No further relevant information has been received to date.

Event description:
The generator and lead were implanted in the patient and high impedance was seen. The pin was re-inserted and impedance was still high. They decided to change the lead, and impedance was still high. They then changed the generator and impedance was normal, thus they believe there was an issue with the first generator. They did not check the generator with the test resistor. The suspect generator has not been received to date. No further relevant information has been received to date.

Event description:
Product analysis (pa) was completed and reviewed for suspect generator. The reported allegation of ¿high impedance suspected generator issue¿ was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the setscrew shows indention marks indicating the setscrew was at one-point time secured to a lead pin. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Internal data was reviewed and there were no reports in the decoder of high impedance on the day of surgery. No other relevant information has been received to date.